Event description:
It was reported that the health care professional (hcp) had concerns for the presenting electrogram (egm) this left ventricular (lv) lead. Technical services (ts) reviewed the device data and determined that there appeared to be oversensing on the lv channel. Ts provided reprogramming options to avoid oversensing. No adverse patient effects were reported. This lv lead remains in service.